Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. As the sheath was hooked up on the flush port, a slit in the flush port tubing was noticed, and a leak came out from the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for analysis as it was retained by the customer.

Event description:
It was reported that a sheath leak occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. As the sheath was hooked up on the flush port, a slit in the flush port tubing was noticed, and a leak came out from the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for analysis as it was retained by the customer. It was further reported that there were no abnormalities noted during preparation. No damage to the luer was observed. A gravity bag was used for irrigation. The leak appeared to be coming from the line that connects the luer to the sheath. The leak was classified as being fast, where as soon as the sheath was connected to the flush line, saline was seen pouring out. No air was observed in the sheath or patient. Only a versacross connect dilator was noted to be inside the sheath at the time of the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.